Manufacturer narrative:
One photo was received for investigation. Through photographic inspection, it was confirmed that one of the device's eyelets was torn completely through. There was no information provided by the complainant as to what was used to hold the trach in place, but the customized dfu (pkg-dfu-cfx-2) warning statement in section 4.10 guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. Smiths medical recommends using the twill tape holder supplied with the product. A definitive root cause could not be determined.

Event description:
Hold 4-13-18

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the eyelet of a portex® bivona® tracheostomy tube was torn. No injury was reported.

Event description:
It was additionally reported that the patient expired. The reporter noted that the patient had previous health issues and passed away at a user facility. It is unknown whether the death is due to the device issue.